Manufacturer narrative:
Complaint number (B)(4). It was found that the opening cable had become lodged between the pulley and the toggle, preventing the device from closing. The complaint was confirmed.

Event description:
It was reported that during a minimally invasive, pvi, the device would not close. The device was tested outside of the body four times and failed once out of the four. The surgeon decided to proceed using the clip. While placing the clip, it failed to close again. The surgeon had to extend the incision to remove the clip and used the same incision to introduce another clip. The case was delayed for ten minutes and there was no patient consequence.